Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient's mother stated the patient was staying overnight in a research group for diabetic children. She stated that during the night the nurses did not hear the alert from the patient's dexcom. She indicated that the patient woke up in the morning with ketones and was unable to view their glucose values on the omnipod while the dexcom was displaying a sensor error. She stated at 6:38-6:40am, the omnipod was showing high and at 6:44am, it was reading 27.8 mmol/l and the nurse administered the patient with 2.2 units of insulin. The patient recovered at 7:00am. Additionally, the patient's mother stated that they receive sensor errors many hours during the night. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed via data. The root cause of ??? Was determined to be sensor noise. Dexcom labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Receiver or smart device isn't showing sensor glucose readings. For example, when there are data gaps due to being out of range or "???".